Manufacturer narrative:
The customer did not provide any additional information for the investigation. There is no indication for a general reagent issue. The investigation determined that the result differences generated between the different methods are consistent with methodological differences. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardized methodology used.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the elecsys tsh assay on a cobas e 801 analytical unit, serial number (B)(6), and compared to a competitor method. The sample initially resulted in a tsh value of 5.77 uiu/ml (reference range 0.27 - 4.2 uiu/ml). The sample was repeated in a different laboratory using the abbott method, resulting in a tsh value of 4.48 uiu/ml (reference range 0.35 - 4.94 uiu/ml). No questionable result was reported outside of the laboratory.

Manufacturer narrative:
H3 other text : na.